Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that there was a patient death. In (B)(6) 2018 a 2.75x16 synergy mr was successfully implanted in the left anterior descending artery (lad). In (B)(6) 2018, the patient presented with what they thought was stent thrombosis and was given thrombolytics. Three days later, the patient was brought to the catheterization lab. An angiogram was performed and the description from the physician was "fractured stent strut". The stent was ballooned with a 3.0 x 15 nc emerge. Intravenous ultrasound (ivus) was performed, there was no sign of thrombosis, and mild under expansion. Then a 3.0x20 synergy mr was delivered followed by a timi 3 flow. The stent was post dilated with a 3.25 x 12 nc emerge. Re-ivus revealed full expansion with a timi 3 flow. The stent defect was still evident by angiogram but the ivus was clean. The stent was then post-dilated with a 3.5x8 nc emerge, timi 3 flow and a stent defect was still apparent by angiogram. Upon follow up, the patient passed over the weekend. The suspected cause was due to renal insufficiency and other complications.